Event description:
A blood sample was drawn from a pt to obtain a baseline (pre-drug) platelet function test result using the ultegra rpfa-trap. A result of 239 pau was obtained. No cp iib/iiia inhibitor drugs were administered to the pt. Fifteen minutes after the first test, a second blood sample was obtained and tested. The analyzer reported a result of 45 pau, which is significantly lower than the baseline reference range cited in the device package insert (125-330 pau).